Manufacturer narrative:
Consumer reported via a chat session that the product works fine; however, towards the end of the bottle his contacts burn his eyes when he inserts the lenses in the morning. The consumer did not report seeing an eye care practitioner or use of any medication. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿. The symptoms reported are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. However, the evaluation of the returned lens case revealed it did not meet all product requirements. A review of the lot batch record concluded this product was tested and met component specification requirements. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported via a chat session that the product works fine; however, towards the end of the bottle his contacts burn his eyes when he inserts the lenses in the morning. The consumer did not report seeing an eye care practitioner or use of any medication. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.